Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20014786. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20080408. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. Patient is stable postoperatively. The explanted device was unable to return product due to facility policy.